Event description:
Philips received a complaint from the customer on the v60 indicating that the devices touchscreen was not working. It was reported there was no patient involvement, at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided part number for the touchscreen replacement. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.